Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was successfully implanted. The implant depth was 4mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2022, atrial fibrillation was observed and the patient was cardioverted. Amiodarone was administered intravenously and anticoagulation was started. It was reported that the device is working as indented. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.